Manufacturer narrative:
The pump passed the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. There was no excessive "no delivery" alarm noted. The pump had scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of customer's issues with high blood glucose levels. The customer's blood glucose level was 450mg/dl. The customer treated with manual injection. Troubleshoot for the high was conducted. The device was found to have passed the high pressure test, and the cannula was found to not be occluded. The customer was a concerned with the pump and requests the device be replaced. The pump is being replaced and returned for analysis.